Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution kit was selected for transeptal access for a cryoablation procedure to treat atrial fibrillation. It was reported that during the procedure the mechanical guidewire was untangled; it was mangled in introducing into versacross dilator/sheath. The versacross was replaced. And the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.